Event description:
Analysis of the returned usb cable found a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Review of manufacturing records found that the tablet passed all functional tests prior to distribution.

Event description:
It was reported that the physician's tablet would have problems communicating with patient's generators. Troubleshooting was performed which identified that the usb cable was faulty. The physician was provided a new usb cable and the faulty cable was returned for analysis. Analysis of the faulty usb cable is underway, but has not been completed to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong software version. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
.